Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The contact points on the control panel board were evaluated and reseated. The interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.